Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. The customer's blood glucose was 181 mg/dl. A syringe needle change was performed resolving the reported issue. Ess. The customer's blood glucose was 181 mg/dl. Cartridge and needle change were performed resolving the issue.